Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection; using implants that were too long or placing the implants too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: the 1st (superior): ifuse implant, p/n 7050-90, lot# 493733, mfd. 07/19/16, expires 2021-07, UDI (B)(4). The 2nd (middle): ifuse implant, p/n 7040-90, lot# 493887, mfd. 05/04/17, expires 2022-05, UDI (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had pain relief for two weeks following the initial procedure but later reported radicular pain complaints. The surgeon determined that the top two implants may have been impinging on the nerve root. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the two implants. The status of the patient following the procedure is not known.